Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) migrated. The patient will be scheduled for a revision. No additional adverse patient effects were reported.